Event description:
"While using the [stapler], the instrument misfired and made a hole in the artery. They quickly converted to an open procedure. Were able to work on the kidney outside the pt's body, the vessel was repaired." Doctors were able to repair the vessel with a suture. Procedure: unk.